Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of a homechoice cassette had a ¿pinhole¿. This was observed during drain one of peritoneal dialysis therapy. The patient was connected at the time of the event. Renal therapy services (rts) assisted in ending the therapy session. The patient would start over with new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.